Manufacturer narrative:
B5: upon follow up it was reported that on the event onset date,the patient was treated with vancomycin injection (1gm, every 72 hours, intraperitoneal, discontinued after 5 days), ceftazidime injection (1gm, every 6th day, intraperitoneal, discontinued after 5 days) and amikacin injection (discontinued) for peritonitis. Five days after the event onset, pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. The patient was not recovered from peritonitis event. H11: the pd catheter is not a baxter device and use of the pd disposables cannot cause or contribute to the tunnel infection. Therefore, based on additional information received, the baxter pd disposables were determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, every 72 hours), ceftazidime and amikacin injections (125mg, intraperitoneal, every day) for peritonitis. Patient outcome and action taken with pd therapy were not reported. No additional information is available.